Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation.

Event description:
It was reported during a rotator cuff repair procedure, the ar-1927bcnf-45 (lot: 11576124) broke when it was about halfway inserted and could not be retrieved. An arthrex sales representative was not present during the procedure. The surgeon informed the rep that they were able to alter their technique and complete the case as scheduled.